Manufacturer narrative:
A device history record review could not be performed as the meter serial number was unavailable. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch verio flex meter would not power on when inserting a test strip. The complaint was classified based on the customer care agent (cca) documentation. The patient claimed that they had the power issue at approximately 12:00pm on (B)(6) 2021 and alleged that they experienced a ¿headache¿, ¿shortness of breath¿ and ¿weakness¿ due to not being able to test. The patient manages their diabetes with insulin, humalog (40 units in the morning and 39 units at night). The patient went to the emergency room for treatment for this and high blood pressure (it¿s not clear if the patient had an underlying high blood pressure condition or if they were associating this with the issue the were experiencing). The patient was given a glucose gel as treatment. The patient made no changes to their diabetes management routine. During troubleshooting, the patient confirmed that this was not the first time the product was used and that the meter did not power on with the power button. In addition to this, it was noted that the patient was attempting to use ot ultra test strips with their ot verio flex meter. A replacement device was sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue, they reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began and reportedly received hcp treatment following this incident.